Manufacturer narrative:
No consistent serial number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a partial flap after having lost suction during a corneal flap procedure. There are multiple related reports for this facility. This report addresses a pi used on (B)(6) 2021 (B)(4) and additional manufacturer reports will be filed.